Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited paravalvular leaks after approx 1 year of service. The decision was made to explant and replace the valve, which was performed without reported complication. No adverse pt effects were reported.

Manufacturer narrative:
Evaluation method code: other= device history reviewed. Results code: other = device history reviewed found the product met specifications when released for distribution. Conclusion code : other= cause of event has not been determined as analysis has not been completed. Analysis: the device has been returned to medtronic. Review of the device history record shows that this product met mfg specification when released for distribution. To date, the analysis has not been completed. Upon completion of the analysis, a follow up report will be submitted. Conclusion: no definitive conclusion can be drawn at this time as product analysis has not been completed. A follow up report will be submitted upon completion of the investigation. No adverse pt effects reported.